Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a valgus malalignment and a not fully healed femur fracture were diagnosed through x-ray images. A revision surgery was performed on (B)(6) 2020 to correct the valgus malalignment. During the revision it was noticed that the proximal femoral nail antirotation (pfna) nail was broken. The pfna was revised. No further information provided. Concomitant devices reported: pfna blade perf l90 tan (part 04.027.033s, lot 50p9419, quantity 1); pfna ø9 long r 130° l340 tans (part 472.412s, lot l798145, quantity 1); lockscr ø5 l38 f/nails tan light green (part 04.005.528s, lot 6l89022, quantity 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: sterile part: 04.005.526s, lot: 5l66048, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 09. Aug. 2019, expiry date: 01. July 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.005.526, lot: 4l52121, manufacturing site: mezzovico, release to warehouse date: 05. May 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.